Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055.  (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) device was found to be affected by corrosion. (B)(4) was affected by corrosion and lack of lubrication. (B)(4) devices were affected by lack of lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, in which the device overheated. Five reported events occurred during testing; no patient impact. One reported event had patient involvement with no patient impact.